Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the login access was denied by the station and requested a password. A technical support specialist (tss) connected with the customer and confirmed that the issue had been resolved. The station displayed the standard login screen, and tss successfully tested the login functionality. The system functioned as intended after the technical support specialist verified the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to login. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.